Manufacturer narrative:
Follow-up # 1 ¿ (12/26/2014). The patient¿s meter has been returned on 11/25/2014 and evaluated by lifescan product analysis on 12/15/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter displayed a message ¿put a new strip¿. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014. According to the csr¿s documentation, the patient became irritated as a result of the product issue. The patient did not receive any form of medical intervention after the alleged issue began. At the time of troubleshooting, the csr verified the patient was not using the meter for the first time and there was no misuse of the lfs product. However, the alleged issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.